Manufacturer narrative:
Concomitant medical products: l321 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and complete heart block. The right atrial (ra) lead and right ventricular (rv) lead exhibited fracture (severed). The leads were inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.